Event description:
The user facility reported a kink in the sheath. When the locator/insertion sheath assembly was attempted to be inserted into the artery, resistance was felt due to severe calcification. During insertion, the sheath became kinked. Consequently, the device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved with manual compression only. Estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed, and the sheath size used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery, with a vessel diameter of 9 mm. The event occurred intra-operatively. No other devices or equipment were used with the involved device. The incident did not result in patient injury or necessitate medical or surgical intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. The risk level is within limits.